Event description:
A 6f angio-seal vip was selected to seal a puncture in the right common femoral artery. When the carrier tube hub was being pulled back from the sheath cap, a side-to-side motion was used and one of the sleeves detached from the sheath hub. The physician continued to pull back and the tamper tube slid down. The procedure was completed. Post-procedure, the patient had diminished pulses and an ultrasound revealed insufficiency. Surgery revealed that the anchor and collagen were deployed inside the vessel, and were removed to re-establish blood flow. The patient was stable following surgery.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested/evaluated. The deployment sleeve was in the extended and locked position, but was not inserted into the hemostasis cap. However, damage was noted consistent with forcible extraction of the sleeve from the cap. No other contributing visual anomalies were noted. The device condition was consistent with deployment with subsequent carrier tube removal and partial reinsertion into the hemostasis sheath. The carrier tube assembly was fully inserted into the hemostasis sheath to the full rear-lock position; positive engagement was verified, and a distinct "click" was heard, the sheath was securely locked into the deployment sleeve. No functional anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal device instruction for use (IFU) instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.